Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not getting the pain relief that they were getting during the trial. Patient stated it feels like the stimulation is going in and out and when they stand up they don't feel it at all even at very high levels. Patient said they have to be in a very upright posture to get the full pain relief but then they are at levels that are so high they can't balance themselves. Patient stated the pain relief is getting worse overtime. Patient stated the communicator is not connecting sometime and they get a message on the screen. Patient stated they met with manufacturer representative (rep) last week and while the rep was using his equipment she had great pain relief quickly. Agent asked patient if they had any falls or trauma prior to last week and patient said they did fall out of the bed the week, and they fell off the treadmill the night before last. Patient mentioned they have had a couple falls. Agent asked patient to connect to the ins with the mystim rc app and handset shows ins 100% and communicator 80% charged. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.